Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
Caller reported a malfunction on the pump, after pump was exposed to an MRI machine. The customer reverted to an alternate method of insulin therapy.